Event description:
The clinician reported that nearly 15 months after the dental implant was placed, in the patient's mouth, failure of implant was verified. Bone graft was performed. The device was forwarded to the manufacturer for investigation. The patient experienced mobility at time of failure, no further complications were observed.